Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported inside PICC procedure package there is this mikroez dilatator: in the tip of that, there were some plastic fiber not used inside patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material on the microintroducer is inconclusive due to the state of the returned sample. The product returned for evaluation was one 4.5fr microez microintroducer. The unit and sample bag were inspected for foreign material (fm) through gross visual and microscopic inspection. No obvious fm was able to be identified. However, given the description of the fm involved in the reported event it is likely that if the fm was present on the returned device, it may have been lost due to handling/shipping after the reported event. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.